Manufacturer narrative:
The events of "capsular contracture" and "scar tissue causing chest to be concaved/indentation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: capsular contracture, baker grade IV, "scar tissue causing chest to be concaved/indentation", and concern with the product.

Event description:
Patient reported left side capsular contracture, baker grade IV, "scar tissue causing chest to be concaved/indentation", and exchange of textured breast implant due to concern with the product. Device was explanted.